Manufacturer narrative:
A getinge field service engineer (fse ) was dispatched to investigate. The fse evaluated the iabp unit and observed that the autofill lure fitting was broken. The fse replaced the pneumatic component male luer fitting then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine testing performed by the customer, it was observed that the iab port for the cs300 intra-aortic balloon pump (iabp) was malfunctioning. There was no patient involved and no adverse event was reported.

Event description:
It was reported that the during a routine testing performed by the customer, it was observed that the iab port for the cs300 intra-aortic balloon pump (iabp) was malfunctioning. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.